Event description:
Caller indicated that the pt's bood glucose was checked before breakfast and the result was 164 mg/dl. After breakfast, the pt was checked again and the result was 134 mg/dl. At approximately 10:15 am, the pt's blood glucose was 104mg/dl. At approximately 10:30 am, the paramedics were called (no symptoms were reported) and they checked the pt's blood glucose with a result of 34 mg/dl. Praramedics transported the pt to the hosp.